Event description:
It was reported that a message displayed on patient's controller that said that their battery needs to be replaced soon and that their charger has been "finicky". Caller put patient on the line to further elaborate. Patient confirmed that these issues occur when the controller is connected to the ac power supply and stated that they had trouble getting the controller to charge 100%. Caller was adamant that the battery needs to be replaced. Technical sourcing specialist reviewed information and sent an email to repair to replace the battery pack. Patient called back stating they received the replacement battery pack and they were able to charge their implant, however, when they went to charge the battery/controller it is still not taking a charge. Agent walked caller through removing the battery from the controller and plugged it into the ac power supply, the controller did not power on (confirmed green light on the ac power adaptor). Caller inserted alkaline batteries and the controller powered on. In addition, they were not instructed to swap the battery door and already sent it back with the dummy controller; now it will not close. Agent sent email to repair to request replacement ac power supply and the large battery cover. No symptoms reported

Manufacturer narrative:
H3 : product : battery pack - 97745bp with s/n : (B)(6) was returned for product analysis and analysis found the battery case was broken and was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.